Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a pump error alarm. The blood glucose level was 11.4 mmol/l. Customer stated that they perform the self-test and it was failed. The product will return for the analysis.

Manufacturer narrative:
No motor movement during the rewind sequence. Motor was tested outside of the device and failed, problem isolated to motor or force sensor. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to motor anomaly.